Event description:
It was reported that and alert for code 1005 which is indicative of an open circuit condition was detected during shock delivery was observed. In office right ventricular (rv) lead testing revealed a shock impedance measurement within normal range of 76 ohms. Technical services (ts) noted that due to the age of the rv lead, this was not a connection issue with the device and the device had delivered appropriate therapy in the last year. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that and alert for code 1005 which is indicative of an open circuit condition was detected during shock delivery was observed. In office right ventricular (rv) lead testing revealed a shock impedance measurement within normal range of 76 ohms. Technical services (ts) noted that due to the age of the rv lead, this was not a connection issue with the device and the device had delivered appropriate therapy in the last year. Additional information was received from the field representative that the rv lead was explanted by a non boston scientific company. No further information is known at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.